Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker reported feeling symptomatic when their vacuum was within 4 inches of their device. Boston scientific technical services (ts) recommended a distance of 12 inches and advised the patient to follow up with their physician to check for any noisy episodes. Attempts to obtain additional information were unsuccessful. As of today, the device remains in service.